Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons can be non responsive. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had random no delivery alarm and diminished battery life and also reported that backlight had dimmed. The customer also reported that top of reservoir had crack and insulin pump had been non responsive to a new battery. The insulin pump will not be returned for analysis.